Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a abdominal aortic aneurysm. It was reported that, approximately three years and nine months post index procedure, the patient had an unknown type iii endoleak in the right common iliac. The physician elected to implant an endurant stent graft limb and the event was resolved. Per the physician, the cause of the type iii endoleak was unknown. No additional information is available. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.